Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-nov-2015, an fse visited the customer facilities and evaluating the instrument, he tried a new pmd1 board and a new stc home sensor. The instrument still presented the error. The fse then replaced the stc lane/mixer assembly and reset all required alignments. To check the instrument, the fse ran a daily maintenance procedure with passing results, ran quality controls and patient samples with no errors. On 05-nov-20 daily 5, the fse conducted a follow-up call with the customer over-the-phone. The client indicated that the instrument was running without issues. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a failure of the stc mixer.

Event description:
On (B)(6) 2015, a customer indicated obtaining: stc lane mixer home not detect and stc lane mixer home overrun failures with their aia-2000 analyzer. The customer was unable to run afp and beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp and beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.